Event description:
Reportedly, the pdf file for pit is blank (for alizea sn (B)(6)).

Manufacturer narrative:
The high limit value of v burst was not set on the programmer during the in-clinic follow-up and created on issue at the time of editing the pdf file. This issue will be corrected. No general malfunction is suspected on the implantable device alizea sn (B)(6). This case is retained and utilized for trend purposes.

Event description:
Reportedly, the pdf file for pit is blank (for alizea sn (B)(6)).